Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the device was cracked. There was no report of patient impact. The following information was provided by the initial reporter: a 3ml syringes discovered to be cracked upon manipulating for IV sterile compounds. Defect lot numbers identified: 3103923, 3111336, 3118444 and 3111348. Cracked syringes were not used to complete sterile compounds. Reference reports mw5120693, mw5120694, mw5120696.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the device was cracked. There was no report of patient impact. The following information was provided by the initial reporter: a 3ml syringes discovered to be cracked upon manipulating for IV sterile compounds. Defect lot numbers identified: 3103923, 3111336, 3118444 and 3111348. Cracked syringes were not used to complete sterile compounds. Reference reports mw5120693, mw5120694, mw5120696.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 03aug2023. Medwatch report # mw5120695. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.